Event description:
The customer reports being hospitalized for high blood glucose levels and a mild heart attach. The customer's blood glucose was 600 mg/dl. The name of the hospital was (B)(6). It was stated that the customer put the new insulin, but he could not get the blood glucose readings down. The hospital would not let the customer use the insulin pump. The customer's blood glucose went up to 900 mg/dl during the hospitalization. The customer believes that the insulin from the express scripts caused high blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.